Manufacturer narrative:
Follow-up #1 date of submission 09/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: a review of the black box data showed multiple unexplained reboots. A visual inspection of the pump showed that battery compartment was cracked. The returned battery cap had stripped threads. The pump was unable to power on with the returned battery cap; a test cap was used to complete investigation. The pump was then able to be exercised for 24 hours with no power loss. The pump cover was removed and no internal moisture or damage was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. Additionally, the battery cap had stripped threads and was not able to tighten securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.